Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, a microbiological culture was performed on the evis exera ii small intestinal videoscope. The scope tested positive for germs. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The exact cause of the event couldn¿t be exclusively identified. Olympus was not able to judge relation between the subject device and the event from the following investigation results. The information on reprocessing steps was not provided from the user. The following bacteria were detected in the culture test performed at the third-party labs, provided from the user. Sampling from: a/w ch cfu: 1cfu bacterial identification: aerobe sporenbildner. Sampling from: biopsy ch cfu: unknown bacterial identification: enterobacter cloacae complex. Sampling from: suction ch cfu: unknown bacterial identification: enterobacter cloacae complex. Bacteria were not detected in the culture test performed at the third-party labs, provided from olympus europa se & co. Kg (oekg) as follows. Sampling from: biopsy ch cfu: 0 cfu bacterial identification: n/a. Sampling from: a/w ch cfu: 0 cfu bacterial identification: n/a. Sampling from: suction ch cfu: 0 cfu bacterial identification: n/a. Sampling from: distal end cfu: no growth bacterial identification: n/a. Olympus will continue to monitor field performance for this device.